Event description:
Contact reported a tlif procedure was performed at l6-s1. Surgeon inserted a 7mm parallel leopard cage. Once the cage was inserted he released the inserter. He used straight and angled impactors to facilitate rotation of the cage to midline. While stricking the impactor with a mallet, the leading end of the cage gave way and an audible breakage occurred. Since the breakage occurred at the leading end, the fragments could not be retrieved. As a compromised implant was left in place, an MDR is being filed to document this event.

Manufacturer narrative:
The most likely cause of the event is excessive force placed on the cage during insertion. Use of leopard in mis application is an off label use of the device. Full distraction is needed with leopard to reduce stress on the implant during insertion.